Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch placement due to the original site being unfavorable with no capture and high pacing threshold output, which led to the observation of tissue and a slight bend on the helix. This brady lead was replaced with the same model, not implanted and will be returned for analysis. No adverse patient effects were reported.